Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was presented to the hosp on (B)(6) 2011 for power fluctuations with doubled wattage and low voltage advisories. Log files were sent to the MFR for eval. It was also reported that the pump stopped in ICU and the pt was taken to the operating room for a pump exchange from one lvad to another lvad.